Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the stainless steel needle of the sensor was broken in the customer's stomach and had to pull it out with pliers. Customer stated that this caused the site to bleed and there was blood inside the sensor. The customer reported bruising, hematoma, blood at the site. The customer did not receive medical treatment as a result of the needle fracturing while still in the body. The sensor will not be returned for analysis.